Event description:
Pt was explanted due to infection at neck incision site. Five months after undergoing ncp system replacement surgery due to device malfunction, the pt had developed a pimple-sized area over the chest incision that was not healing properly, but there was no infection present. Treating neurosurgeon placed one stitch in the area and there were no plans for explant at that time. Further follow-up revealed that the pt had developed an infection at the neck incision site approx three months later. Both the lead and generator were explanted.